Event description:
Updated information: revised for pain and noise.

Event description:
Asr revision; right asr xl acetabular system; reason for revision: unknown.

Manufacturer narrative:
Corrected/updated data: (date of report); (product device code); (lot number); (date received by manufacturer). Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA-001226. Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision: right asr xl acetabular system. Update: received confirmation that patient originally implanted with resurfacing, had this revised to an xl system which has since then been revised as per the dates listed below. Have been informed that the surgeon has no more information regarding products etc. Reason for revision has been added. Information received 16 may 2012. Reason(s) for revision: pain and noise. (B)(6) 2005 - patient implanted with right hip resurfacing. (B)(6) 2008 - patient had revision to right hip resurfacing and replaced with a corail stem size 2, and xl head (product -3 revised). 7(B)(6) 2012 - patient had the acetabular cup and xl head removed and replaced with a new unknown head and cup. Corail stem has remained in situ (products -1, -2 & -4 revised). Update: added lot numbers. Received: february 11th 2013. Update 1 mar 2018. Asr revision. Asr hip resurfacing system. Reason(s) for revision:pain. Doi: (B)(6) 2005; (B)(6) 2008 (right hip).